Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2023 at 18:41:27 through (B)(6) 2023 at 10:53:03. The log file was comprised of routine power cable disconnects and transient pulsatility index (pi) events, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Gender and weight were requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) was slightly trending up and log files were sent for evaluation of possible hemolysis. The log files contained clusters of pulsatility index events.